Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation of mitraclip, the clip was unable to invert. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. During deployment of first mitraclip, the clip was entangled with chords. Troubleshooting was performed and was unsuccessful. As a result, the clip was deployed in it's existing position. Another mitraclip was implanted to further reduce the mr to grade 2. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.